Event description:
Information was received that this patient has nicm with ef of 24%, thought to be from chemotherapy treatment for breast cancer, past history of lv thrombus (not seen on recent echo), hypothyroidism, multiple sclerosis and surgical crt-d placement on (B)(6) 2012 without improvement in lv function. The lv lead is an anterior position and was not capturing at 7.5 v on most recent device check. There was also noise on the ra lead with inappropriate mode switching. She has had functional decline and presented for a system revision and possible addition of an endovascular cs lead. This lv lead was capped.